Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: breathing circuit was not detected. Medical intervention was reported. The alarm was observable both visually and through hearing. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. Investigation ongoing.